Event description:
Emt crews responded to a medical call, pt unconscious and unresponsive on arrival. Disposable defibrillation electrodes were attached to the pt and the device was powered on. Reportedly, the device indicated connect electrodes and use of the device was inhibited. This is the second device used on the pt. A back up device was obtained, the defibrillation electrodes were replaced and the pt's rhythm was analyzed. It was determined the pt did not have a shockable rhythm, as the pt had a pulse. The reporter stated there was no adverse affects to the pt as a result of device operation, due to the non-shockable rhythm. The reporter stated the pt was very hairy and it was unknown if the chest had been shaved before the electrodes were attached.